Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as (B)(4).

Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5082t625, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned and four boxes of unused product. The original packaging was not returned with the device. The plunger on the control valve did not return to the full closed position when depressed and released. The plunger can be manually pulled into the closed position and will remain in place. Suctioning was performed. Suction pressure set at 120mmhg. With the valve depressed and released, suctioning occurred. The valve was then placed in the locked position. Suctioning occurred in this position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of four reports for the same patient involving four separate incidents. Unknown date of event, refer to MDR number 8030647-2015-00024 for the first report. Date of event (B)(6) 2015, refer to MDR number 8030647-2015-00025 for the second report. Date of event (B)(6) 2015, refer to MDR number 8030647-2015-00026 for the third report. Date of event (B)(6) 2015, refer to MDR number 8030647-2015-00027 for the fourth report. It was reported that leaks in the valve on the inline suction catheters were observed during use. There was no patient harm. During ventilator set up on the patient, the health professional attached the catheter then realized that the return volume was significantly lower and off by 200-300. A ¿whisping¿ noise from the valve was also observed. The first time it occurred, they changed out the ventilator system line, then realized it was the catheter valve (white piece).